Manufacturer narrative:
H3) the software analysis reviewed the logs and archives. Multiple registrations were done with minimum registration error of 1.7 mm. Traces were taken on the anterior side around the eyes. Some trace points were taken on soft tissue areas. Suggestion to collect trace points on bony areas only. Apart from this there was not enough evidence to know the root-cause of the reported complaint. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735736, version #: 1.2.0: foreign country: (B)(6) the manufacturer representative went to the site to test the navigation system. The reported issue was not confirmed and no parts were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a functional endoscopic sinus surgery (fess). It was reported that the site was not able to register. Before transferring the CT scan for this patient, the health care professional (hcp) removed and reinstalled the ent application license, ent 3d model license and the stealthmerge license. The hcp did not remove the navigation application as they were worried to crash the system and was under time pressure. The exact same thing happened with regard to the CT scan that the hcp transferred into the navigation system. The hcp could see the 3d model in the ¿images¿ function but when they moved it to the ¿registration¿ function, the 3d model was just a big block like figure. They made the editing on the 3d model and used the ¿auto refine¿ button when finished. The registration process was difficult for the hcp since they do not understand the beeps made by the navigation system under the process. They were able to get the overall accuracy to 1.7 mm and when verifying it showed that accuracy was well under that, 1.1 mm and then 0.9 mm deep into the frontal sinus. However, when they moved forward to navigation, the tracking was off by several cm. It was unusable. This was a simple operation to remove a polyp from the left side of the patients nasal cavity and was performed using the endoscopic camera without navigation. Navigation was aborted causing no delay to the procedure. No impact on patient outcome. Troubleshooting was performed after all the surgeries were completed. The system was tested with a resin head and found it to work well under test not in an operating room (or) conditions. All the software was uninstalled and reinstalled. The patient data was kept. Videos were taken during the procedure from the navigation system as well as pictures. The probable cause is unclear at the current time what created the inaccuracy. From the description, it indicates difficulties during the registration. Possible unknown metal artifacts in the or or the patient scans might be specific.